Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end-of-life (eol) battery status in june, due to extended charge times. The monitoring voltage was 2.68 volts, indicating middle-of-life (mol) battery status. The device was explanted and replaced.